Event description:
No event was reported, however, physicial examination of the returned device reasonably suggests that a leak may have occurred.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the event and product serial number. The information has not yet been received by inamed. Analysis of the device noted breakage at the taper/port tubing junction. The breakage at taper/port tubing may be wear related as there is no clear evidence of surgical damage. This wear is consistent with the taper connector being folded back upon itself. This breakage may have been the cause of the removal of the access port and connector. Although, no event was reported, physical examination of the returned device reasonably suggests that a leak may have occurred.